Manufacturer narrative:
Complaint review was conducted and analysis showed no trend for item/lot.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This is the same event as 3010536692-2014-00880. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly revised due to component mismatch.